Event description:
It was reported that following a water vapory therapy procedure in september 2023, the patient is experiencing an overactive bladder. No further information was provided.

Event description:
It was reported that following a water vapory therapy procedure in (B)(6) 2023, the patient is experiencing an overactive bladder. No further information was provided.